Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while implanting the leadless implantable pulse generator (ipg), during the first contrast injection the patient became markedly bradycardiac. The device was partially deployed, but was brought back. The first attempt at deploying the device was unsuccessful due to the implanter not unlocking the tether. The device was fully retracted and re-positioned. A more apical septal location was obtained and the device was re-deployed. The second deployment was successful, however an echocardiogram revealed a moderate sized effusion, perforation, pericardial tamponade and a drop in blood pressure was noted. The patient was intubated and a pericardiocentesis was performed and the patient eventually stabilized. The device remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.